Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed loss of capture of the right ventricular lead. The patient had ventricular tachycardia that was unsuccessfully treated. The lead was capped and replaced on (B)(6) 2019 due to the loss of capture and sensing irregularities in the past. Patient was stable post procedure.

Event description:
New information noted that the right ventricular lead was over-sensing.